Event description:
It was reported that the customer's insulin pump had a crack on the top right hand corner. The customer's blood glucose level was 166 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads.